Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n397052, implanted: (B)(6) 2013, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).

Event description:
It was reported that the patient was unable to get good coupling. It was the first time the patient had attempted to recharge. Initially, the patient got 8/8 coupling bars and then it dropped off. The antenna locate test was done but the numbers did not change. There was no swelling. It was a new recharger but the company representative suspected a defective recharger. The company representative could feel the stimulator and the plan was to try another recharger. The cause of the problem could not be determined. It was thought that the stimulator may be implanted too deep. The patient was to see the neurosurgeon on (B)(6) 2013 and the issue will be addressed then. Additional information has been received. It was reported the patients implantable neurostimulator (ins) was sitting at an angle after the implant due to patients anatomy. It was suggested the patient have a revision but patient declined and would like device removed. Procedure was scheduled for early december.